Event description:
The facility representative reported a flogard infusion pump that does not function. The event was reported to have occurred upon power up in medicine b-bb area. There was no report of patient involvement, injury, or medical intervention related to the device. Upon completion of quality engineer evaluation, it has been identified that the reported condition is related to a door issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of "pump that does not function" was not confirmed however quality engineering determined that physical damage to the door could impact on functionality of the device and is most reflective towards the reported problem. The pump head door was replaced to resolve the problem. Should additional information become available, a follow-up medwatch will be submitted.